Event description:
The customer reported a system error message prevented the system from booting up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and reseated the circuit boards and connectors. The system operates as intended.